Event description:
Lens opacification was observed approximately 24 months post-operative. Patient's visual acuity is 20/30 with blur at last examination. Lens remains implanted in the patient's eye.

Event description:
Lens was explanted due to lens opacification observed postoperative.